Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D-10: (B)(6), interchangeable humeral assembly for cemented use only extra small, lot 64449972. (B)(6), interchangeable ulnar assembly plasma sprayed extra small left 3 inch length, 64662236. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago. Six months post implantation the patient underwent a resection of heterotopic bone and an ulnar nerve transposition due to numbness and tingling of the ulnar digits. Eight months post the first ulnar nerve transposition the patient underwent a second one. The procedures were completed without complication and all implants remain in place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review of medical records confirmed the reported event. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4-b7, g3, g6, h1, h2, h6, h11. The following section was corrected: g1-2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-10: unknown ulnar component, lot unknown. Unknown bushing, lot unknown. 3281052704, interchangeable humeral assembly for cemented use only extra small, lot 64449972. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total elbow arthroplasty approximately four and a half years ago. Six months post implantation the patient underwent a resection of heterotopic bone and an ulnar nerve transposition due to numbness and tingling of the ulnar digits. Attempts have been made and no further information has been provided.